Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during implantation. When the lens was removed, the incision was enlarged. There where no other pt injuries noted. The facility did not specifiy the model and lot numbers of the cartridge and injector used during surgery.